Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the left ventricular lead exhibited loss of capture. An x-ray was performed and revealed that the lead was dislodged. The right ventricular lead also exhibited a low high-voltage impedance measurement. The left ventricular lead was removed and replaced on (B)(6) 2019. During this procedure, the right ventricular lead was tested and impedance was normal, so the lead remained implanted and in use. The patient was stable post-procedure. Related manufacturer reference number: 2017865-2019-09384.